Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increased pacing impedance. On (B)(6) 2017, the patient presented in the emergency department and upon interrogation, the lead exhibited oversensing of noise. It was noted that there was also underpacing and non-sustained ventricular tachycardia. On (B)(6) 2017, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.